Manufacturer narrative:
The reported device has been returned to manufacturer, however the device evaluation has not yet begun. Results of product evaluation will be reported when received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted eleven (11) years, two (2) months, eight (8) days, was explanted due to aortic stenosis and insufficiency. Op note indicates "the right coronary cusp had unhinged and was the reason for the severe aortic insufficiency". The explanted device was replaced with a 3300tfx 25mm. The patient had difficulty being removed from cpm and an intra-aortic balloon pump was implanted. Surgeon felt that it was likely due to a combination of inadequate protection of the right ventricle and potentially some air following unclamping.

Manufacturer narrative:
Device evaluation narrative - x-ray demonstrated wireform distortion around leaflet 1. All three leaflets had been cut; cuts appeared smooth and straight. Leaflet 1 had a cut section of 15mmx11mm, leaflet 2 had a cut section of 12mmx12mm, and leaflet 3 had a cut section of 20mmx10mm. The leaflet fragments were returned and matched up to the valve. Calcification was observed on the fragments of all three leaflets. Host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the remaining of leaflet 3 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect. The sewing ring was cut around the valve circumference and exposed the wireform; the wireform was also exposed on commissure 2. Additional manufacturer narrative - the reported stenosis and insufficiency could not be confirmed as the device was returned in an unsatisfactory condition. However, calcification and host tissue were found on the remaining pieces of the valve. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Device evaluation was completed.